Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported they were the one who first reported it in september. It was noted they were only able to aspirate 1/2 a cc. The rep found out on (B)(6) 2020 from the patient that the healthcare professional (hcp) had reduced the concentration and then changed to a different drug. The reason for the pump replacement was due to various medications and concentrations that were tried that the attending hcp asked for its replacement. It was noted that the cause of the unable to aspirate the catheter/lack of effect was not determined. It was noted that the rep was unable to obtain most of the catheter or even see the original insertion site. The catheter was replaced and the new one flows and aspirates freely. The reason for the existing portion of the catheter having remained implanted and ligated/unused was an elective decision by the hcp and surgeon. It was noted that the issue was resolved and the hcp said the patient was doing well. It was noted that the devices would be returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID; 8780, serial#: (B)(4), implanted: (B)(6) 2014, partially, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that after the pump was replaced on (B)(6) 2019, the patient was still not getting effective therapy. Refer also to MFR report # 3004209178-2019-17875 regarding a prior event. Regarding the previous pump replacement procedure, the catheter was not initially revised even though it was not able to be aspirated and a back table prime was performed. The patient was only consented for a pump replacement at that time. The patient¿s system had since been completely revised. The managing physician decided that the patient¿s catheter should be replaced. The catheter and the pump were replaced on (B)(6) 2020. Most of the spinal segment was left in the patient and was replaced with a new model 8780 catheter (serial number: (B)(4)). The old segment (serial number: (B)(4)) was cut and ligated in the pump pocket. The company representative was in possession of the portion catheter that was removed and the pump that was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found no significant anomaly. H6: the previously reported method and result codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.